Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the report of (B)(6) 2013, the electrode array on the right side was suspected to be out of the cochlea. However, electrodes 1-7 did give the patient benefit and the contralateral implanted side on the left was functioning well so the clinic decided to monitor the patient. On (B)(6) 2014, information was received that the patient had been explanted on (B)(6) 2014.